Manufacturer narrative:
Other relevant device(s) are: product ID: 8253200, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that the mainframe and patient interface were not working properly. The devices were responding when not close to a nerve and beeped when they were not on a nerve during the procedure. There was no patient impact.

Manufacturer narrative:
Analysis of the mainframe found the complaint could not be verified. The device software was upgraded and the device was placed in burn-in for 24 hours to observe any failures. The device was cleaned, tested and passed all manufacturing specifications. Analysis of the patient interface found the device had broken cable clips, cracked lid box stand off and cracked cable clips. The interface cable was replaced due to being shorted and the p/I board channel 4 failed impedance value test. The device was cleaned, repaired, tested and passed all manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.